Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic for follow up. The duration of pacing inhibition was unable to be determined. Programming changes were made.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing that resulted in an unknown duration of pacing inhibition on the rv channel. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.